Event description:
During a code blue, a philips mrx defibrillator was brought in the room, attached to patient with pads and put in automated external defibrillator (AED) mode. After a period of CPR, the mrx produced a shock advisory message and began to charge. Physician in the room instructed staff not to discharge mrx because he did not think it was a shockable rhythm according to waveform. No shock was provided and patient was resuscitated successfully.======================manufacturer response for defibrillator, defibrillator (per site reporter).======================received follow up e-mail below:"I am investigating a call reported to philips regarding heartstart mrx. It was reported that the AED gave advice to shock on an unshockable rhythm. The call center recommended running tests in-house before sending the device to the philips repair center for evaluation. The device has not been received at philips.can you tell me if testing was performed in-house?was it decided that you did not wish to send the device to philips for evaluation?was the issue resolved and, if yes, how was it resolved?"